Event description:
The hospital reported that during a coronary artery bypass graft procedure, the first heartstring seal unraveled and the second seal cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.